Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that there were several post-op infections after the use of surgicel. How many patients experienced fever and infection post-operation? - at least 3 patients. Can you please provide the following for each patient event? - unknown. Date of procedure and name of procedure. How much surgicel was used during the procedure? The lot number of the surgicel used during the procedure. When did the adverse patient symptoms occur (onset)? What was done to treat the infection? Who was the surgeon during the procedure? What is the patient¿s current status? What are the patient¿s demographics ¿ age, date of birth, weight, gender, bmi?

Event description:
It was reported that the patient underwent a neurological procedure on an unknown date and the absorbable hemostat was used. The patient experienced post-operative fever and infection. No further information is available.